Event description:
Four part clamp attached to foreskin of 2-day old infant. Circumcision performed 1/30/92. Presure applied for four (4 minutes. Excessive bleeding occurred when clamp removed. Controlled by using adrenaline and pressure. Prior to discharge on 1/31/92, dressing soaked for removal. Site begn to bleed freely. Approximately 5cc of blood loss. Site pressure applied. Vaseline gauze again applied. Mother instructed no to remove gauze, and take baby to family physician on 2/3/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.